Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she experienced foreign body sensation, pain below the eyelid, the iol moving around and slight fibrillation. The consumer reported the surgeon, told her the iol is in the proper position and her cornea is "ok". Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested.